Event description:
On 11-aug-2025, the user reported that the screen on the ilet had cracked, causing navigation issues. After sending a photo of the damage, the agent informed the user that the ilet would need to be replaced and advised reverting to backup therapy until the replacement arrived. The user¿s blood glucose was not affected. No symptoms were reported by the patient during the event, and no medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.